Manufacturer narrative:
(B)(4). . According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks. Concomitant product(s): patient medication: godasal 100 mg (asa), metfogamma 1000 mg (metformin), duodart 0.5 /0.4 mg (dutasteride/tamsulosin). Patient medical history: smoker 20/d, since 2005 non smoker, colon resection and terminal colostomy (2001, still present), femoral popliteal bypass with subsequent bypass thrombectomy, new femoral popliteal bypass (2009), inguinal herniotomy in 2011. In 2014 and 2016 drainage of periprosthetic seroma or abscess (negative bacteriology both times).

Manufacturer narrative:
(B)(6). A review of the manufacturing records could not be performed for the device as the lot number was not provided. Refer to field b6 for the results of the imaging evaluation.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2004, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On an unknown date presumably in (B)(6) 2015, follow-up imaging identified a migration of the trunk-ipsilateral leg component without an endoleak. The amount of the migration was reportedly unknown. The reason for the migration was thought to have been the selection of an undersized endoprosthesis as, reportedly, a 23mm x 12mm x 12cm size was chosen for the initial implant procedure. On (B)(6) 2016, follow-up imaging identified a proximal type 1 endoleak of the trunk-ipsilateral leg component but there does not appear to have been an aneurysm enlargement. A re-intervention is currently being considered.